Event description:
It was reported that during a distal pancreatectomy procedure, the surgeon went to fire the device on the pancreas and got to the end of the firing sequence and the device stopped. The staff took the battery out and put it back in and the device was able to be opened. The device was stuck on tissue; however, there was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Pancreas. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur? Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes, the device was stuck until battery was removed and then put back in. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a distal pancreatectomy procedure, the surgeon went to fire the device on the pancreas and got to the end of the firing sequence and the device stopped. The staff took the battery out and put it back in and the device was able to be opened. The device was stuck on tissue however there was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Pancreas. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur? Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes, the device was stuck until battery was removed and then put back in. Is there any other additional information you would like to share about this device or procedure? No.